Event description:
It was reported that, "patient dislocated twice since initial surgery. Patient had a history of dislocation prior to revision with mdm surgeon also fixing fracture in posterior column."

Manufacturer narrative:
The device is not available for evaluation. If additional information is provided, the evaluation results will be submitted in a supplemental report.